Manufacturer narrative:
Correction (missing information): b3/d10 date, h6 (update codes), h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an unspecified flow rate inaccuracy described as "flow issues". This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.